Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2025, the patient experienced an issue with clarity access and account. He stated that he was in (B)(6) and since he was there, the mobile app keeps logging out. The patient drove himself to the emergency room because he felt severe headache, eyes hurting and dizzy. He was not able to check his cgm reading because he couldn´t login to the g7 app and he did not measure his bg before he went to the hospital. When he arrived there, he said his bg reading was 430 mg/dl by the nurse and he could not tell what medications were given to him. They performed a computed tomography (CT) scan and chest x-ray. He was discharged the same day. At the time of the report the bg had decreased but he still felt dizzy. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.